Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that needle clipping device safe clip is not clipping well. The following information was provided by the initial reporter: the caregiver of the patient contacted the company and told that she is having difficulties with her needle cutter, because it is not cutting well. Based on caregiver's report, it was told her that she should receive a virtual retraining in order to validate the state in which the device is found, but the caregiver told she cannot receive any training and cannot send any video either (she refuses completely). She was reminded of the importance of the quality event that she is reporting. However, she reiterates that she does not have time to validate what was reported and that she has no problem buying it elsewhere.